Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that patient experienced femoral loosening, noted to be related to an intraop cement mantle fracture. Event does not meet the definition of serious and is considered mild. Event is not related to device and is related to procedure. / / investigation method: medical records reviewed ((B)(6) 2017) - (ch) from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related.